Event description:
It was reported that the right atrial lead was capped on (B)(6) 2017 due to an insulation anomaly.

Manufacturer narrative:
This supplemental report is to correct the initial MDR reported for device code (B)(4): insulation with (B)(4): device operates differently than expected was submitted on (B)(6) 2017. The code for insulation anomaly should have been (B)(4): break with (B)(4).